Manufacturer narrative:
Please refer to the attached investigation report. (B)(4).

Event description:
The physician reported that during a check-up following implantation, there was high ventricular lead impedance (>3000ohms) and the ventricular threshold increased to 3.0v/0.35ms. An x-ray of the implanted system identified that the ventricular lead had dislodged. A re-intervention was performed and it was indicated that this lead was removed from the pacemaker port by pulling without loosening the associated set-screw. Psa measurements on the lead measured an impedance of 600ohms. This lead was re-positioned, and another pacemaker was subsequently implanted.

Manufacturer narrative:
The device model involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by sorin that was cleared or approved by FDA for marketing in the united states. (B)(4).

Event description:
The physician reported that during a check-up following implantation, there was high ventricular lead impedance (>3000ohms) and the ventricular threshold increased to 3.0v/0.35ms. An x-ray of the implanted system identified that the ventricular lead had dislodged. A re-intervention was performed and it was indicated that this lead was removed from the pacemaker port by pulling without loosening the associated set-screw.psa measurements on the lead measured an impedance of 600ohms. This lead was re-positioned, and another pacemaker was subsequently implanted.